Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with cefmetazole (dose, route and frequency not reported) for peritonitis. Treatment with cefmetazole was ongoing. At the time of report, the patient was still in the hospital and the patient had not yet recovered from the peritonitis. The patient was scheduled for retraining of proper aseptic technique. Dianeal and extraneal therapies were ongoing. No additional information is available.